Event description:
It was reported by svc report that the sensor housing along with the housing cover was cracked. The cracked housing and cover could potentially result in the base cross-tube no longer being properly secured in position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: sensor housing and cover.